Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat genuine stress urinary incontinence, recurrent anterior vaginal vault prolapse, and a cystocele. The patient underwent the concurrent procedures of anterior repair, bssf, and cystoscopy during mesh implantation.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00226. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency, nocturia, and dysuria.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, urinary problems, bowel problems, fistulae and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced stress urinary incontinence, cystocele, vaginal bleeding, urinary tract infection.